Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited auto inflation issues; this was likely due to a pump position on the back side of the left testicle. The physician was able to inflate and deflate the device; however, the patient was having difficulties when operating it. A revision surgery was performed to explant and replaced the device. No patient complications were reported.